Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio was able to narrow the failure down to the therapy cable assembly by testing a normally functioning therapy cable on the device. The customer advised physio-control that they will replace the therapy cable assembly out of their inventory and after proper device operation is observed through functional and performance testing, the device will be returned to the end user for use.

Event description:
The customer reported that when moving the therapy cable at the therapy connector assembly, the device would show an intermittent leads off failure. With the observed failure, the device would not recognize a patient ECG rhythm through the therapy cable, which could prohibit defibrillation therapy. There was no patient use associated with the reported failure.